Event description:
Additional information was received as follows: it was reported that the cause of death was intra-abdominal hemorrhage caused by aortic aneurysm rupture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an emergent ruptured 86 mm in diameter abdominal aortic aneurysm. Another manufacturer¿s 14x14 device was implanted on the right and a 20x12 on the left side of the bifurcate. The proximal aortic neck measured between 17 mm and 18 mm at the renal artery and measured 32 mm in length. The degree of angulation measured 40 degrees. There was almost no vessel tortuousity. It was reported that during the index procedure the pressure within the abdominal cavity increased and the physician elected to perform a laparotomy. The blood pressure dropped sharply following the laparotomy and a CT revealed a possible proximal type I endoleak. The physician elected to implant another manufacturer¿s 2603 aortic extension cuff but the endoleak persisted. The physician then implanted another manufacturer¿s 1610 limb that extended into the main body of the endurant stent graft. However, the endoleak still persisted. The physician elected to complete the procedure with the endoleak still present. The event was not resolved. Per the physician, the cause of the event was unknown. One day later the patient passed away due to the residual endoleak. It was thought that the endoleak was possibly a type IV but, the exact cause was unknown. It was noted that the patient¿s blood had difficulty coagulating and that this was noticed at the time of the procedure as well. No additional clinical sequelae were reported.